Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Customer reported "last night our nurses went to a twin delivery. Babies were term, chorio, and had some respiratory distress at birth. On one twin, 2 sensors were placed and neither of them picked up a pulse ox reading. The sensors were moved, unplugged, and plugged back in. On the other twin, the monitor said sensor malfunction. This is very concerning because one of the twins was blue and we need to be able to have a pulse ox reading in the delivery room whether the baby has good perfusion or not."